Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with cracked shuttle motor collar was confirmed during product evaluation. The root cause of the reported problem was determined to be broken shuttle motor collar. Appropriate action was taken to correct the reported problem by replacing the pump head module. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "cracked shuttle motor collar." This condition had the potential to interrupt delivery. This condition was found in the emergency room (ER). It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.